Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to packaging issue/damaged sheath, include, but are not limited to, mishandling during manufacturing or shipping damage or user handling during removal. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that prior to use, a hole was found in the inner package (tray) of a proglide device and the sheath was found twisted. The proglide device was not used in the patient. The proglide device was replaced with a new proglide device to achieve hemostasis. No additional information was provided.